Manufacturer narrative:
Cocomitant medical products: product ID 3487a-45 lot# v018103 implanted: (B)(6) 2010 explanted: (B)(6) 2019 product type lead product ID 3487a-56 lot# v273078 implanted: (B)(6) 2010 explanted: (B)(6) 2019 product type lead product ID 74002 lot# unknown product type adapter product ID 3550-29 lot# unknown product type accessory product ID 97725 lot# serial# (B)(6) product type external neurostimulator product ID 748251 lot# serial# (B)(6) product type extension product ID 748251 lot# serial# (B)(6) product type extension h3 device evaluation: analysis of lead v018103 found all conductors were broken 26.5 cm from the distal end. Analysis of lead v273078 found all conductors were broken 26.9 cm from the distal end and multiple conductors were broken 28 cm from the distal end. Analysis of the implantable neurostimulator (ins) found the ins was functioning within specifications, but had had reduced capacity due to overdischarge. H6: please note that method code 4114, result code 3221, and conclusion code 67 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v018103, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead; product ID: 3487a-56, lot# v273078, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead; product ID: 74002, lot# unknown, product type: adapter; product ID: 97725, serial# (B)(4), product type: external neurostimulator; product ID: 748251, serial# (B)(4), product type: extension; product ID: 748251, serial# (B)(4), product type: extension. Section other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: 08-jan-2011, UDI#: (B)(4); product ID: 3487a-56, serial/lot #: (B)(4), ubd: 11-jun-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that abnormal impedances were measured. The patient¿s leads were connected to an external neurostimulator (ens) at the time of report in order to measure the lead impedances directly and the abnormality was confirmed. Results from testing with the ens showed numerous electrode pairs with 40000 ohm impedances. As the issue remained unresolved at the time of report, the patient¿s leads were explanted at that time. Additionally, the rest of the patient¿s system was also explanted. It was unknown whether the leads were replaced or whether any external factors had led or contributed to the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.